Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.

Event description:
Customer alleges, she cut her ankle on the powerchair foot plate; the user sustained a cut requiring stitches.